Event description:
It was reported that a singleday infusor was broken. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 25, 2014 to august 27, 2014. The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. A microscopic inspection of the reservoir showed markings near the rupture line of the internal surface of the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.